Manufacturer narrative:
B3: date of event is unknown. H6 evaluation codes: updated. H3: updated. One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device was observed to have a bubble in the downstream occlusion seal and the display lens is broken. To conduct functional testing, the device had an occlusion and delivery test performed. Upon testing, it was revealed the reported problem was duplicated as the flow rate is too high and the downstream occlusion sensor seal has a bubble. The cause is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously, related to the customer stated problem.

Event description:
It was reported the customer marked downstream occlusion seal and the accuracy test was out of tolerance. The pump is underdelivering. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.